Event description:
A report was received that during a lead revision, the pt's ipg was replaced. The reason for the ipg replacement was that the ipg was not adequately charging prior to the procedure. The pt was doing well after the revision.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.